Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had under delivery and hardware low level failure error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer performed self test and it was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No under delivery anomaly or unexpected pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) is confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. Device was received with cracked select button keypad overlay, scratched case and pillowing keypad overlay.